Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. A new artificial urinary sphincter was implanted. The infection was treated with antibiotics and device removal. The patient outcome was reported to be successful following the surgery.